Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. The setscrew was backed up into the tecothane connector module so that it could not be turned back into the metal connector block with the torque wrench.

Event description:
It was reported that the surgeon could not tighten the screw with the torque wrench; the screw was "too sluggish to screw in." A new implantable neurostimulator (ins) was used and that one "worked well." There were no patient symptoms or injuries related to this event. No further information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.